Event description:
The customer alleged they received a questionable carcinoembryonic antigen (cea) result for one patient on their e-module. The units of measure were requested but not provided. The patient's initial cea result was 0.200. On (B)(6) 2014, the sample was repeated on a second e-module and the result was 6.99. On (B)(6) 2014, the sample was repeated on a third e-module and the result was 7.12. Information on whether the discrepant result was reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The cea reagent lot number was 174623. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. The customer stated the quality control was in range on the day of the event. The calibration was in range. There was no indication of a general system or reagent issue.